Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an idiopathic ventricular cardiac ablation procedure which included the use of thermocool® smart touch® sf uni-directional navigation catheter and experienced cardiac tamponade treated with a pericardiocentesis of about 200 cc of fluid, application of a drain left in overnight and hospitalization. Transesophageal echocardiography (tee) was used for going transseptal. Ablation was performed and it was discovered and confirmed a pericardial effusion with tee. The procedure was aborted. No evidence of steam pop. The patient had no visible symptom and fully recovered. Physician's opinion of the cause is patient condition and must have been pushing too hard with decanav while mapping." Correct settings on devices and no error messages on equipment.

Manufacturer narrative:
The device evaluation was completed on 18-dec-2023. It was reported a patient underwent an idiopathic ventricular cardiac ablation procedure which included the use of thermocool® smart touch® sf uni-directional navigation catheter and experienced cardiac tamponade treated with a pericardiocentesis of about 200 cc of fluid, application of a drain left in overnight and hospitalization. Transesophageal echocardiography (tee) was used for going transseptal. Ablation was performed and it was discovered and confirmed a pericardial effusion with tee. The procedure was aborted. No evidence of steam pop. The patient had no visible symptom and fully recovered. Physician's opinion of the cause is patient condition and "must have been pushing too hard with decanav while mapping." Correct settings on devices and no error messages on equipment. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device 31129129l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).